Event description:
The user received questionable free t3 results from the cobas e411 rack analyzer serial number (B)(4). The samples were repeated on (B)(6) 2011 on another cobas e411 analyzer. Of the data provided, the results for six patient samples were discrepant. All results are in pg/ml. Patient sample 1 initial result was 6.60 and the repeat result was 2.75. Patient sample 2 initial result was 7.67 and the repeat result was 2.95. Patient sample 3 initial result was 8.01 and the repeat result was 2.78. Patient sample 4 initial result was 5.83 and the repeat result was 1.90. Patient sample 5 initial result was 7.41 and the repeat result was 2.87. Patient sample 6 initial result was 7.59 and the repeat result was 2.76. The initial results were reported outside the laboratory and were corrected to the repeat results on (B)(6) 2011. The user stated she had not heard of any affect to any patient. Upon evaluation of the analyzer, the field service representative determined the sample syringe was leaking and he adjusted it. He replaced the measuring cell as a precautionary measure. To verify the analyzer operation, he ran performance testing, calibration and quality control with passing results.

Manufacturer narrative:
Other assays related to this event are reported in medwatch reports with patient identifiers: (B)(6).